Manufacturer narrative:
Continuation of d10: 203cx cable; 2035u -cable; 106e2 console. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryoballoon ablation procedure, phrenic nerve palsy occurred when the physician did not feel diaphragm palpation while ablating the right superior pulmonary vein, leading to the immediate cessation and abortion of the procedure. The patient was not under general anesthesia. No medical or surgical intervention was needed to prevent permanent impairment, and the event did not lead to or extend hospitalization. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the patient data files were returned and analyzed. The patient file showed 15 applications were performed with catheter afapro28 / 23128-003. The patient file did not show any system notices on the reported date of the event. In conclusion, the reported clinical issue of phrenic nerve palsy (pnp) occurred during the procedure. There is no indication of a relation between the adverse event and a product malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.